Event description:
Pt was seen in the physician's office for a routine yearly f/u visit four yrs later and found to have microscopic hematuria. Further exam revealed the ceramic tip of a resectoscope sheath had broken off and was retained in the bladder during a turp in 2007. The pt was scheduled for a procedure and the ceramic tip was removed. (B)(4).